Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The operator attempted to power the device on but device would alarm with an error code shown (1660). The issue was determined to have been caused by a problem with the main printed circuit board. The cause of the issue was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited error 1660 alarm. No patient involvement was reported.